Event description:
It was reported, following a lead migration in (B) (6) 2009 (reference MFR report #3004209178-2009-09228), another lead migration occurred. The patient is not very active and fairly sedentary at work. The device provides substantial pain relief when everything is working properly and the lead is in the correct location. The patient had an appointment with their hcp to discuss the issue. Additional information has been requested.

Manufacturer narrative:
(B) (4).